Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found several bent collets in the reported problem area of the pipette assembly. All the collets (tip clamps) were replaced. The instrument was cleaned, insp, tested without further problem, and returned to svc.